Event description:
It was reported video system center would not power on. The issue was found during preparation for use on an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned, however, the customer called back to report the plug on the bottom of the tower was not fully engaged, and is now, and the device is functioning. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The customer's allegation regarding the power not turning on was confirmed. The investigation was based on the complaint information, and as a result, it was presumed that the cause was that power of the mobile workstation was not turned on. The event can be prevented by following the instructions for use: cv-170 chapter 9 troubleshooting 9.2 troubleshooting guide. Olympus will continue to monitor field performance for this device.